Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was not working was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device trigger was sticky and failed pretest for sticky triggers. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device trigger was sticky and fractured, had component damage, failed leak tightness test, would not secure the battery device and the housing was bent and worn. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, sticky triggers, roundness of housing and wear on housing. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.